Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/070 with lot number reported unknown; the sample was received in used condition without its original packaging. Visual inspection: the returned sample was visually inspected and no discrepancies were found. Functional testing: the cuff of the returned sample was inflated and the product was submerged under water in order to detect any leakage.results: leakage was observed coming out from a small tear in the cuff. The customer reported condition was confirmed. It is the most probable that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that immediately after starting to use the blue line ultra tracheostomy tube, the operator found an air leak. The operator added some additional air but the cuff did not inflate. No patient injury or complications were reported in relation to this event.